Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer-reported complaint and the instrument was found to have a broken grip at the grip base. A piece approximately 17.91mm x 4.85mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Additional observation showed that the instrument was found to have a broken conductor wire from the grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire did not show damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the product has not been completed.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, the tip of the force bipolar instrument broke off, resulting in a fragment falling inside the patient. The fragment was successfully retrieved within the same procedure, which was completed as planned without any additional adverse impact on the patient. The cause of the breakage remains unknown. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.